Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient faced an adhesive event as the tape of the infusion set was not sticking properly after it had been in use for 2 days. The infusion set came off by itself after 2 days. Patient was unsure of the cause for this adhesive issue. Patient confirmed to use alcohol wipes on the insertion site and they allow the alcohol to dry before inserting the infusion set. Patient confirmed no use of any soaps, gels, or lotions on the site also that the patient does not perspire heavily. The customer reports the medication being delivered via the injection port was insulin. No further information available.

Manufacturer narrative:
(B)(6).